Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the return sample showed that the product was cut in pieces, most probably due to handling during insertion into the eye. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens tore while inserting into the patient's operative eye. Reportedly, the lens was inserted and removed during the same surgical procedure. There was no incision enlargement, no vitrectomy and no sutures used. The patient was reported doing good post-op. No additional information was provided.